Manufacturer narrative:
Evaluation summary: the device was returned, analyzed, and no anomalies were found, however the returned device indicated a missing set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 implantable tachy lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the lv (left ventricular) lead dislodged. The lead was explanted. During this procedure, the physician had trouble removing the setscrew and it eventually came out completely, so the device was explanted and replaced. During implant attempt of the replacement lv lead, secure placement could not be obtained, and there was phrenic nerve/diaphragmatic stimulation. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.